Event description:
New information received notes the lead was explanted.

Event description:
It was reported that during a follow up, high impedance and loss of capture were observed. The lead will be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
External insulation abrasion was noted at 11.7-12.8cm, 35.8-36cm and 44.7-45cm from the lead tip. Externalized conductors due to internal insulation abrasion were noted at 7.9-10.9cm from the lead tip. The etfe coating was intact at these locations.